Event description:
The initial reporter stated that the pump alarmed an error code 10 and froze. They stated that they are unable to supplement the patients feeding another way, and that this resulted in an approximately five hour delay of therapy. Mmdg did follow up with the initial reporter who stated that the patient was stable and that they hadn't experienced any harm due to the complaint. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.